Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. The #9 electrode was not in use. The outcome was stated to be resolved without sequelae on 2018-(B)(6); however, the issue was reported to be unresolved at the time of the initial report on 2018-(B)(6), so the outcome is not clear. No actions had been taken. The etiology was described as related to device/therapy and not related to procedure with an other etiology described as "incisional stie/device tract: electrode contact".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. High impedances on electrode 9 were reported. No patient or external factors that may have led or contributed to the issue were reported. Impedances were checked with a clinician programmer. The patient had an ins replacement for a normal use end of battery life. Impedances were checked pre-op and were found to be out of ranges c<(>&<)>8 were 40k ohms and 8<(>&<)>9 were over 40k ohms. Post replacement the impedances were checked again and found to be the same. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The previous supplemental report noted that this event had increased in severity, but additional review determined the surgical intervention referenced in that report referred to the replacement procedure which was scheduled prior to the finding of high impedances. Therefore, the event did not result in serious injury. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type implantable neurostimulator product ID 3389s-40, lot# v484000, implanted: (B)(6) 20211, product type lead product ID 3389s-40, lot# v484000, implanted: (B)(6) 2023, product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the event was resolved without sequelae on the date of replacement; however, multiple sources reported the impedances were the same pre- and post-operatively, so the event is believed to still be ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating that cause of high impedances was not determined.

Manufacturer narrative:
Updated to reflect the unexpected surgical intervention.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the the ins was explanted and replaced on (B)(4) 2018.